Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint for this lot number to date. The complaint sample has been returned and the investigation is currently underway.

Event description:
It was reported that a pta balloon separated from the catheter shaft while it was being retracted through a 6f introducer sheath. The introducer sheath was then removed with the detached balloon remaining partially within the introducer sheath. The balloon was removed in its entirety. No pt injury.